Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump malfunctioned and the customer had to go to the hospital. The night before the customer changed their set. During priming insulin was pushing out. After releasing the button the insulin pump continues to push insulin out. No numbers were moving on the screen during the fill tubing but insulin was exiting the tubing. The customer's blood sugar was 500 mg/dl during the event. The customer's current blood sugar is 170 mg/dl. The customer reported no symptoms. Troubleshooting was performed. The customer reports they have a back-up plan available. The customer treated for their high blood sugar from a bolus through the pump and was resolved with hospital visit. The customer reports they have contacted their healthcare professional regarding the high blood sugar. The customer was in the emergency as a result of high blood sugar. They were treated in the emergency and admitted for 2 nights. The time and date of was 5:00 pm (B)(6) 2017. The customer was having breathing difficulties and vomiting . The customer was treated with insulin drip and saline solution, potassium and magnesium. The customer was wearing the insulin pump at time of hospitalization but was removed at the emergency. The insulin pump is not returning.